Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose was 48 mg/dl. Customer reported that she treated with 24 grams of carbs and stated that she did not know her blood glucose was that low because she turned off her sensor to take a CT. Customer decline troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.